Event description:
It was reported a stroke case where a guidewire (subject device) was used with a microcatheter. When preparing to make a second pass, a fracture was noted. There was no patient impact and no adverse consequence, as this occurred on the table outside of the patient. No additional information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Returned device analysis found the distal section to have a separated core wire and nitinol sheath; however, the distal section was still attached because the platinum coil component was still intact and unbroken. The subject device had scraped/peeled ptfe (polytetrafluoroethylene) coating and bends. The cause for the observed bends could not be determined since these were not mentioned or reported. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed. Sem (scanning electron microscopy) analysis was performed on the distal and proximal separation sites. The sem micrographs of the separation sites showed dimpling, suggesting a ductile type fracture. No material anomalies or inclusions were noted. While this is the case, review and analysis of available information failed to identify a definitive cause for the reported break.

Event description:
It was reported a stroke case where a guidewire (subject device) was used with a microcatheter. When preparing to make a second pass, a fracture was noted. There was no patient impact and no adverse consequence, as this occurred on the table outside of the patient. No additional information is available.